Manufacturer narrative:
The actual device was not available; however, four (4) photographs of the sample were provided for evaluation. A visual inspection was performed and a crack at the side of the welded cassette was identified. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette was broken; further described as "had a mix of scratch and cracked." This was observed before use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.